Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report that their device advised a shock when not appropriate. In this state the device may deliver inappropriate defibrillation therapy if needed. The patient involved did not survive, however there was no adverse event reported.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device advised a shock when not appropriate. In this state the device may deliver inappropriate defibrillation therapy if needed. The patient involved did not survive, however there was no adverse event reported.